Event description:
According to the reporter, broken flange fell into the patient's abdominal cavity. It was retrieved with a grasper. The patient recovered well.

Manufacturer narrative:
(B)(4)

Event description:
According to the reporter, the pediport flange broke. No change to normal practice occurred. The flanges were opened as normal after placement of the port but a flange broke. There was no impact on the patient or clinician. A new one was opened and used.